Manufacturer narrative:
No product will be returned per customer. The customer complaint of vacutainer septum lodged in blood culture bottle was confirmed per picture received by customer.

Event description:
The customer reported that a vacutainer septum became lodged in the rubber stopper of a blood culture bottle.